Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that two of the customer's ideal suture grasper 60 degree internal mechanisms pulled out from the body of the devices when attempting to close the devices. The sales rep stated this occurred while pulling the sutures. The case was completed with a competitor's device with no patient harm or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and evaluated with npd. It was observed that the grasper could not be moved in or out smoothly using the trigger of the device. It is possible that the internal components could be jammed, causing button to not fully engage with the wire. Visual inspection revealed that the shaft nearest to the grasper was bent. This complaint can be confirmed. Npd concluded that after opening the device for an internal inspection, the set screw did not place the needed force on the grasper wire therefore making it impossible for the device to function as intended since the button was shown to be not connected with the base of the grasper wire. This failure was evaluated. The full investigation and root cause will be documented. Non conformance review was performed, no nonconformances were identified for this part 251723, lot number l918844 combination. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2018-55073. Udl: (B)(4).

Event description:
Additional information was received by the sales rep on 11/29/2018 stated that nothing from the device fell out into the patient's body. It was reported that by stating "the internal mechanism pulled out" was his way of describing how the parts that cause the paper clip to function were stripped out. No additional information provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending investigation. UDI: (B)(4).